Event description:
Additional information was received that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of greater than 2500 ohms and an increase in threshold measurements to greater than 6 volts. The shock impedance remains within normal limits. Boston scientific technical services (ts) was consulted and discussed further troubleshooting options. The clinician noted they were determining if the patient needed a device any longer. The field representative noted that the patient was referred to a different facility and has not presented for follow up. At this time the rv lead and crt-d remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote monitoring system issued an alert for right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) out of range impedance measurements. Review of the data found all measurements within range and stable. Boston scientific technical services (ts) suggested having the patient perform another interrogation through the remote monitoring system and evaluate the patient further. No further information is available at this time and the system remains in service. No adverse patient effects were reported.